Event description:
The following was reported to hamilton medical ag: loss of extranel power. Ac power indication not showing in the machine. Failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: -loss of extranel power. -ac power indication not showing in the machine. Failure occurs during the general check. No patient involvement.